Event description:
It was reported that during a hysterscopic myomectomy with myosure procedure on (B)(6) 2024, the cutting loop broke into pieces. All the broken pieces were recovered. They were able to complete the procedure, and no patient injury was reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction: customer will not return the device for evaluation, thus it will not be forwarded to the manufacturing site for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: as no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break. This event is filed under internal complaint ID (B)(4).